Event description:
Customer's daughter reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the prod, replacement was sent.